Event description:
The pump did not alarm when a distal occlusion was present. The homecare patient was to receive an unspecified chemotherapeutic agent for a duration of 22 hours. No specific pump programming parameters were provided. On an unspecified date at 1600, the delivery was started. After an unspecified length of time, the patient noted that "her port tubing was clamped." Reportedly, this resulted in "the tubing set bursting." The chemotherapeutic agent spilled out to the fanny bag, pump and her cloth." The patient contacted the homecare facility. The spill was cleaned according to the homecare facility's protocol. The patient's physician was notified. A replacement pump was reprogrammed "to deliver 180ml of dose at 9ml/hr, locked at `c'." No further pump programming parameters were provided. The therapy was resumed using the replacement pump and a new tubing set. There were no reported adverse patient effects. No medical interventions were required.